Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient was admitted to the hospital due to an bilateral edema in reference to heart failure. The patient was also concerned about the performance of his sensor. The sensor was recalibrated via right heart catheterization due an inaccurate measurement that was present.

Event description:
Follow-up revealed recalibration addressed the patient's issue. As of late, the patient has been unable to take readings due to being under hospice care.